Event description:
Reporter stated that the surgeon inserted a single piece plate collamer intraocular lens model cc4204bf into the eye and the lens went into the bag incorrectly. The surgeon removed the lens without enlarging the incision. The surgeon had to cut a portion of the haptic to remove it from the eye. The surgeon inserted another lens. The reporter also stated that the lens was loaded into the cartridge incorrectly. No patient injury.